Event description:
The user received questionable troponin t stat generation 4 (troponin t stat) results for one patient sample. The results from the original cobas e411 analyzer were 0.061 ng/ml with a data flag and 0.068 ng/ml with a data flag. The results from cobas e411 analyzer serial number (B)(4) were 0.110 ng/ml with a data flag and 0.111 ng/ml with a data flag. The results from cobas e411 analyzer serial number (B)(4) were considered to be correct and the result of 0.110 ng/ml was reported outside the laboratory. The patient was not adversely affected. The troponin t stat reagent lot number was 16696601 with an expiration date of 01/31/2013. The field service representative could not determine a cause. He verified the alignment of sipper and s/r probe and verified the external and internal rinse of sipper and s/r probe. To verify the analyzer operation, he ran performance testing with all results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the observed discrepancy on different cobas e 411 instruments was caused by individual instrument calibrations as the qc results were affected to the same degree as the patient sample. This was presumably due to the handling of the calibrators. The customer was advised to check their calibration procedure and make sure they are in alignment with recommendations.